Event description:
The customer reported a noisy screen during maintenance involving an olympus colonovideoscope. There was no patient injury involvement.

Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.